Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for evaluation. The pump was repaired by prior to it being aware there was a complaint against the pump, however the repair notes indicate the customer's problem was device returned for "double beep". The stated problem was verified and repaired. The functional testing identified that the pump's mp board was faulty. Based on the evidence, the complaint "double beep" was confirmed.

Event description:
Information was received indicating that this cadd ms3 infusion pump was displaying "alert" on the screen and the patient was unable to clear "siren alarm". There were no adverse effects to the patient due to the reported event.